Event description:
Customer called to inquire about heparin pump backpressure specifications following a potential incident of hemolysis where the machine gave a heparin rate error alarm, which identified high backpressure on the heparin line. Hospital technician tested the machine and observed an end-of-stroke alarm at 700 mmhg. The cartridge involved is from lot unk and the sample was reported not available for investigation.

Manufacturer narrative:
The cartridge blood set from this incident was not retained for inspection but the customer reported on stock lot number 09n157321. Retain samples from lot number 09n157321 were submitted to visual inspection, functional test and physician characteristics and no failures were found. If any additional information becomes available, it will be submitted in a follow-up report.